Manufacturer narrative:
Correction following internal company review on 06-may-2016 based on information received on 29-apr-2016: this case was identified as duplicate/follow-up of case (B)(4) (and not (B)(4) as previously reported) and therefore it will be deleted from bayer database.

Event description:
Other reportable incident. Malfunction. Device breakage this is a spontaneous case report received from a health professional via regulatory authority (case# mw5059731) in united states on 22-feb-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number d06939 (expiration date 25-sep-2017) inserted. Physician was performing a bilateral tubal ligation. The essure device on the right side did not deploy correctly, a part of the application device remained attached to the essure device on the left side. The metal application device actually broke leaving a portion inside the patient's abdominal cavity. Intervention required was mentioned as event outcome, but it was not specified/described in case's narrative. Event date was reported as (B)(6) 2016. Follow-up information received on 10-mar-2016: reporter information updated. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the metal application device actually broke leaving a portion inside the patient's abdominal cavity. Device breakage is unlisted in the reference safety information for essure. During difficult essure insertion procedures, device breakage and uterine/fallopian tube perforation may occur. In this particular case, physician reported deployment difficulties (device did not deploy correctly on the right side and a part of the application device remained attached to the coil on the left) followed by a breakage. Then, one essure portion was left inside the abdominal cavity. Although not reported, this device dislocation into abdomen was likely a consequence of a perforation during the procedure. Considering the events occurred in association with essure insertion, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although it seems the events did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Follow-up information and a product technical analysis are being sought.